Manufacturer narrative:
It was reported that the subject mitral valve not only developed severe perivalvular leak intra-operatively, but also caused aortic root distortion, resulting in severe aortic regurgitation which requiredaortic valve replacement. The device is not available for evaluation as the device was not explanted. The root cause of the reported event cannot be conclusively determined; however, it appears that this event was likely due to patient and/or procedural related factors. There has been no indication or allegation of a device malfunction. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. UDI number: (B)(4).

Event description:
It was reported via the implant patient registry that a newly implanted 29mm 7300tfx mitral valve caused distortion of aortic root anatomy, leading to a severe aortic regurgitation. The newly implanted mitral valve also developed severe perivalvular leak. The patient expired on pod#11 due to septic shock. Per medical records, the patient presented with acute mrsa bioprosthetic mitral valve endocarditis, severe mitral stenosis, vegetation, a-fib, and septic shock. He underwent a redo-mvr with a 7300tfx 29mm. Intra-operative tee demonstrated a moderate to a severe perivalvular leak of the newly implanted 7300tfx mitral valve, and a severe aortic regurgitation was observed due to distortion of aortic root anatomy caused by the newly implanted mitral valve. A second cross-clamp was required to repair the mitral pvl with additional sutures and replace the aortic valve with a 11500a 23mm. Leak test of the mitral valve was performed and the result was satisfactory. No aortic regurgitation was noted post-implant. The patient also underwent left atrial appendage closure and bilateral cox maze 3 cryoablation. A central va ECMO was initiated due to extended bypass time. The patient was transferred to ctcu in stable condition. The postoperative course was complicated by acute renal failure on stage 3 chronic kidney disease, acute hypoxemic respiratory failure, and cardiogenic shock. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).